Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed distal end crack could not be determined, however, the issue was likely the result of unintentional damage/user handling. Additionally, the dirt/foreign matter found around the forceps elevator could not be identified, however, the dirt/foreign material was determined to have been caused by the physical damage to the to the distal end of the device, resulting the residual around the forceps elevator. The event can be prevented by following the instructions for use below: ¿inspection methods, handling and warnings in chapters 3, 4 and 10 of the instruction manual in order to use the device safely¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage was noted from the electrical connector. Due to deformation of electrical connector, up/down knob and control unit, water tightness was lost. Gap and discoloration of adhesive on bending section cover was noted. Universal cord, acoustic lens and scope connector had a scratch. Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to damage on charge coupled device (ccd) unit, the image had white dots. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited leakage from the water connector port at the scope connector side. The issue was found during routine inspection of device. The device was returned and an evaluation at the repair center revealed presence of foreign material in the forceps elevator. Foreign material was yellowish brown in color but it was unknown what the foreign material was. The distal end had a crack. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.